Event description:
It was reported that difficulty removing a 14f isleeve introducer sheath from the artery and a dissection occurred. Procedure summary: vascular access was attempted above the femoral bifurcation and was unsuccessful. Vascular access was obtained via a transfemoral approach below the femoral bifurcation. The femoral artery presented circular calcification 1 to 2 cm above and below femoral bifurcation and the puncture site was done below the circular calcium. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty was performed with a 23mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). An accurate neo2 valve was prepared and loaded onto an acurate transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. At the end of the procedure, during the removal of the 14f isleeve introducer sheath with dilator, the physician felt resistance. A non-boston scientific (bsc) closure device was used. A second non-bsc closure device was used with an unknown manufacturers 8f sheath. After some seconds following the removal of the 14f isleeve introducer sheath, a whole piece of femoral artery endothelium of the femoral artery came out from the puncture site causing massive bleeding. In the physicians opinion, vascular damage was attributed to the 14f isleeve introducer sheath. An 18f sheath was placed to stop the bleeding and the patient was sent for vascular surgery to repair the damaged artery. Patient status: no patient consequences were reported. The patient has fully recovered.

Manufacturer narrative:
Procedural angiographic media and pre-procedural planning CT was provided to assist in the investigation and was reviewed by bsc medical director. The pre-procedural planning computed tomography (CT) imaging showed both the left and right femoral arteries appropriate for access using 14f isleeve introducer sheath. Measurements were confirmed by a bsc core lab specialist. The right femoral artery was calcified with ring of calcification at the level of the common femoral artery bifurcation. The puncture for the procedure took place below the common femoral artery bifurcation. Bsc assessed imaging and observed a narrow superficial femoral artery with diameters below what is recommended per the IFU to use the 14f isleeve introducer sheath. Immediately below the common femoral artery bifurcation, the diameter of the artery was 4.1mm. Comparing with images from the angiogram to determine the actual puncture site, the artery had 4.0mm of diameter at that site, deeming the superficial femoral artery inappropriate to use 14f isleeve introducer sheath at the level the operators punctured the vessel. Angiogram imaging showed a successful acurate neo2 valve implantation with no media provided of the access site event. Based on the images provided, it is reasonable to assume that the femoral artery was appropriate to use a 14f isleeve introducer sheath. The operators punctured below the recommended femoral artery location, and the femoral artery at that level had a smaller diameter (4.0mm-4.1mm) than what is incompatible with the proper use of the 14f isleeve introducer sheath per the instructions for use (IFU).

Manufacturer narrative:
H6 evaluation conclusion codes corrected from caused traced to intentional off-label, unapproved, or contraindicated use to failure to follow instructions procedural angiographic media and pre-procedural planning CT was provided to assist in the investigation and was reviewed by bsc medical director. The pre-procedural planning computed tomography (CT) imaging showed both the left and right femoral arteries appropriate for access using 14f isleeve introducer sheath. Measurements were confirmed by a bsc core lab specialist. The right femoral artery was calcified with ring of calcification at the level of the common femoral artery bifurcation. The puncture for the procedure took place below the common femoral artery bifurcation. Bsc assessed imaging and observed a narrow superficial femoral artery with diameters below what is recommended per the IFU to use the 14f isleeve introducer sheath. Immediately below the common femoral artery bifurcation, the diameter of the artery was 4.1mm. Comparing with images from the angiogram to determine the actual puncture site, the artery had 4.0mm of diameter at that site, deeming the superficial femoral artery inappropriate to use 14f isleeve introducer sheath at the level the operators punctured the vessel. Angiogram imaging showed a successful accurate neo2 valve implantation with no media provided of the access site event. Based on the images provided, it is reasonable to assume that the femoral artery was appropriate to use a 14f isleeve introducer sheath. The operators punctured below the recommended femoral artery location, and the femoral artery at that level had a smaller diameter (4.0mm-4.1mm) than what is incompatible with the proper use of the 14f isleeve introducer sheath per the instructions for use (IFU).

Event description:
It was reported that difficulty removing a 14f isleeve introducer sheath from the artery and a dissection occurred. Procedure summary vascular access was attempted above the femoral bifurcation and was unsuccessful. Vascular access was obtained via a transfemoral approach below the femoral bifurcation. The femoral artery presented circular calcification 1 to 2 cm above and below femoral bifurcation and the puncture site was done below the circular calcium. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty was performed with a 23mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). An acurate neo2 valve was prepared and loaded onto an acurate transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. At the end of the procedure, during the removal of the 14f isleeve introducer sheath with dilator, the physician felt resistance. A non-boston scientific (bsc) closure device was used. A second non-bsc closure device was used with an unknown manufacturers 8f sheath. After some seconds following the removal of the 14f isleeve introducer sheath, a whole piece of femoral artery endothelium of the femoral artery came out from the puncture site causing massive bleeding. In the physicians opinion, vascular damage was attributed to the 14f isleeve introducer sheath. An 18f sheath was placed to stop the bleeding and the patient was sent for vascular surgery to repair the damaged artery. Patient status: no patient consequences were reported. The patient has fully recovered. It was further reported the dissection was a posterior artery perforation.

Manufacturer narrative:
B5 describe event or problem - updated with additional information received. H6 patient code updated. Procedural angiographic media and pre-procedural planning CT was provided to assist in the investigation and was reviewed by bsc medical director. The pre-procedural planning computed tomography (CT) imaging showed both the left and right femoral arteries appropriate for access using 14f isleeve introducer sheath. Measurements were confirmed by a bsc core lab specialist. The right femoral artery was calcified with ring of calcification at the level of the common femoral artery bifurcation. The puncture for the procedure took place below the common femoral artery bifurcation. Bsc assessed imaging and observed a narrow superficial femoral artery with diameters below what is recommended per the IFU to use the 14f isleeve introducer sheath. Immediately below the common femoral artery bifurcation, the diameter of the artery was 4.1mm. Comparing with images from the angiogram to determine the actual puncture site, the artery had 4.0mm of diameter at that site, deeming the superficial femoral artery inappropriate to use 14f isleeve introducer sheath at the level the operators punctured the vessel. Angiogram imaging showed a successful acurate neo2 valve implantation with no media provided of the access site event. Based on the images provided, it is reasonable to assume that the femoral artery was appropriate to use a 14f isleeve introducer sheath. The operators punctured below the recommended femoral artery location, and the femoral artery at that level had a smaller diameter (4.0mm-4.1mm) than what is incompatible with the proper use of the 14f isleeve introducer sheath per the instructions for use (IFU).

Event description:
It was reported that difficulty removing a 14f isleeve introducer sheath from the artery and a dissection occurred. Procedure summary vascular access was attempted above the femoral bifurcation and was unsuccessful. Vascular access was obtained via a transfemoral approach below the femoral bifurcation. The femoral artery presented circular calcification 1 to 2 cm above and below femoral bifurcation and the puncture site was done below the circular calcium. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty was performed with a 23mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). An acurate neo2 valve was prepared and loaded onto an acurate transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. At the end of the procedure, during the removal of the 14f isleeve introducer sheath with dilator, the physician felt resistance. A non-boston scientific (bsc) closure device was used. A second non-bsc closure device was used with an unknown manufacturers 8f sheath. After some seconds following the removal of the 14f isleeve introducer sheath, a whole piece of femoral artery endothelium of the femoral artery came out from the puncture site causing massive bleeding. In the physicians opinion, vascular damage was attributed to the 14f isleeve introducer sheath. An 18f sheath was placed to stop the bleeding and the patient was sent for vascular surgery to repair the damaged artery. Patient status: no patient consequences were reported. The patient has fully recovered. It was further reported the dissection was a posterior artery perforation.

Event description:
It was reported that difficulty removing a 14f isleeve introducer sheath from the artery and a dissection occurred. Procedure summary: vascular access was attempted above the femoral bifurcation and was unsuccessful. Vascular access was obtained via a transfemoral approach below the femoral bifurcation. The femoral artery presented circular calcification 1 to 2 cm above and below femoral bifurcation and the puncture site was done below the circular calcium. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty was performed with a 23mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). An acurate neo2 valve was prepared and loaded onto an acurate transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. At the end of the procedure, during the removal of the 14f isleeve introducer sheath with dilator, the physician felt resistance. A non-boston scientific (bsc) closure device was used. A second non-bsc closure device was used with an unknown manufacturer 8f sheath. After some seconds following the removal of the 14f isleeve introducer sheath, a whole piece of femoral artery endothelium of the femoral artery came out from the puncture site causing massive bleeding. In the physicians opinion, vascular damage was attributed to the 14f isleeve introducer sheath. An 18f sheath was placed to stop the bleeding and the patient was sent for vascular surgery to repair the damaged artery. Patient status: no patient consequences were reported. The patient has fully recovered.